Event description:
Additional information received indicated the lead was explanted and replaced to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing was noted on the right ventricular (rv) lead. Technical support reviewed the transmission and suspected rv lead dislodgement to be the cause of the event. The patient received inappropriate high voltage therapy and presented to the emergency room. X-ray imaging was performed and revealed rv lead dislodgement. The lead was replaced to resolve the event and the patient was in stable condition.